Manufacturer narrative:
The issue described is related to a known occurrence in which the vision qc software allows the users to modify their qc setting under run qc job overriding what has been established in qc set up. This issue is being addressed in future software versions under tfs change request #50365. Customer has received the new software. At the time of the incident, the customer was undergoing a "mock jacho inspection" and no reported incorrect or erroneous results were reported. There was no report of any patient harm.

Event description:
Customer reporting during a "mock jacho inspection" at facility, they identified an unexpected quality control sample ID configuration at the completion of qc testing although qc is listed as "pass." Customer stated their qc configuration was initially set up to run profile name, (abrh) using vials #1 ( a-negative) and vial #3 ( b-positive) of the alba-q kit. They indicated that sometime in january 2019 or before that date (exact date not known by customer), the alba qc samples ids were changed to run qc job using vial #1 (a negative) and vial #2 (o- positive), while not alerting the user that the modifications were inconsistent with the setup configuration. Customer further download the mod34 software version in june of 2019, but failed to check the qc configuration and was using same two vials for qc ( vial #1 and vial #2.) After the upgrade reported 6/22/2020, on going. Tsc assist customer with changing the qc to showed their original qc sample ids. See attach date for qc showing the qc events -raw· tss reviewed with customer - mod ugrade that was implement to alert tech of changes during qc configuration of software. Advised customer to consult with medical director for decision on retesting samples.